Manufacturer narrative:
The complainant reported that the surgeon was performing the final lock and the driver broke inside the fortex locking cap. The surgeon was able to remove the bit that broke off from the locking cap and performed the final lock with a normal locking driver. The complainant confirmed that there was no harm done to the patient. The device was not returned for complaint assessment, however, the complainant provided photos. The photos of the device depict the damage as described by the complainant. The DHR for the device was reviewed and there were no manufacturing anomalies identified. The device met all required specifications prior to being released for distribution. As of 04/19/2018, the device has not been received by the manufacturer for complaint investigation.

Event description:
The complainant reported that the sugeon was performing the final lock and the driver broke inside the fortex locking cap. The surgeon was able to remove the bit that broke off from the locking cap and performed the final lock with a normal locking driver. The complainant confirmed that there was no harm done to the patient.